Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. An inquiry of the pump confirmed the error codes. Programming of the pump was unavailable while the error codes were present. An analysis of the pump's memory code confirmed and issue with the code. The cause of the pump failure was due to a bit-flipping of some of the code. The cause of the bit-flipping is unknown, since the error is neither traceable nor repeatable. Bit-flipping is known to occur when the pump is subjected unintended electrical fields. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending return of device for analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a prometra ii 20 ml pump displaying error codes 100 and 124. Technical solutions walked them through programming an emergency pump stop and reprogramming the daily dose. Upon inquiring the pump once more, the error codes were cleared. Cs later stated that the error codes had reappeared. The pump was later explanted.